Event description:
The device was inspected for routine performance test by the local factory service representative. At the time the service representative and a facility representative observed the device, battery and device carrying case were damaged.